Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to sync with server. A technical support specialist (tss) mentioned with communication issue was resolved after enabling port 10000 on the station. Local team confirmed that the last download timestamp reflected the current date and time, while the last upload remained stuck. Tss reviewed the station¿s data sync debug logs indicated that the station required manual recovery. The recovery fix was applied, and the station resumed successful data uploads to the server, with the last upload timestamp updated to the current date and time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station v1.5 could not sync with the server. The customer reported that the device could now connect to the app server without issues. However, possibly due to the long downtime, downloading from the server worked fine, but uploading was still not functioning properly. However, there were no delays or adverse events or injuries reported based on this event.